Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the three month follow-up, the clinic noted that the patient had received appropriate tachycardia therapy and the right ventricular (rv) lead exhibited high out of range shocking impedance measurements. The field representative was notified six months later and that there is concern over a possible connection issue between the lead's proximal coil and the device header. The field representative stated that the patient has not been seen recently and the physician plans to bring in the patient for defibrillation threshold (dft) testing soon. No adverse patient effects were reported.